Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a falsely positive alinity m resp-4-plex result for one patient. The following information was provided: (B)(6) 2022 11:43 pm, sid (B)(6) initial result positive. After result reported to the physician, the customer ran resp-4plex controls; two sets of negative 4plex controls were positive for sars-cov2 target. After receiving reactive sars-cov2 negative control results, the customer repeated the sample on another alinity m instrument (serial number (B)(4)) as negative. The result was corrected and reported to the physician. No impact to patient management was reported. The customer noted that a similar event occurred in the previous month ((B)(6) 2022), however has not provided any specific questioned patient results or reported any impact on patient management as a result of this event.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the customer data review for the questioned samples was performed. The run which involved the discrepant result was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Quality data review device history record (DHR) / batch record review: the DHR review for alinity m resp-4-plex amp kit (list 09n79-096) lot# 523152 was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot# 523152 (including the components) was performed to identify any records that were potentially related to the reported complaint. This CAPA review did not identify any existing internal issues or post-production use issues related to the reported complaint for the lot numbers under investigation. Complaint history review a lot specific complaint history review was performed to identify related complaints to the ticket being investigated. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot# 523152 was not identified.